Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response detected as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode by the implantable cardioverter defibrillator (ICD). The ICD remains in use. It was further reported that the right atrial (ra) lead has undersensing noted on electrocardiograms and stored episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.